Event description:
The customer's biomed reported that the device would not power on during unit setup. There was no patient involvement. A manufacturer field service engineer (fse) evaluated the device at the customer site. The fse confirmed the customer's problem and installed a new power supply and system pca, but the replaced parts did not resolve the issue. The device will be sent to the manufacturer's repair bench. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the device would not power on during unit setup. There was no patient involvement. A manufacturer field service engineer (fse) evaluated the device at the customer site. The fse confirmed the customer's problem and installed a new power supply and system pca, but the replaced parts did not resolve the issue. The device will be sent to the manufacturer's repair bench. Original parts reinstalled as the issue was not resolved with replacement parts. The device not powering on was thought to be caused by a faulty display board. The event logs of the unit could not be recovered since they were stored in the in the display board. Also, the unit failed the circuit, pneumatic and final tests due to high internal sensor readings. Next, the lcd screen flickered intermittently, and the fio2 failed the fio2 tests. Finally, the flow sensor and an in-line proximal filter were contaminated. The system board, display board, display interface board, lcd screen, flow sensor, in-line proximal filter, pm kit, and fio2 sensor to were replaced to address the issue. The device failed the final test due to active exhalation high and the three-way solenoid valve was replaced to address the issue. The display, display board, display interface board, machine flow sensor, solenoid valve and inline filter were sent to the manufacturer's product investigation lab (pil) for further investigation. Pil visually inspected the display and display interface board for obvious defects and found none. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo display and trilogy evo display interface board. Visual inspection found no defects. Pil installed the components in the trilogy evo test unit and the device powered on properly. Pil concludes that the device operated properly. Product investigation lab (pil is unable to confirm the complaint with the trilogy evo display board. Visual inspection found j3, display connector, broken. Pil is unable to perform any further testing of the component due to physical damage to the component. Pil visually inspected the machine flow sensor, solenoid valve and inline filter for obvious defects and found none. Pil is unable to confirm the complaint of the trilogy evo machine flow sensor, trilogy evo solenoid valve and trilogy evo micron inline prox filter. Visual inspection found no defects. Pil installed the components in the trilogy evo test unit and the device powered on properly. Pil concludes that the device operated properly.